Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's daughter reported via telephone call that the meter was not reading the blood glucose correctly and is displaying in mmol/l rather than mg/dl. The daughter reported that the customer had fallen the other day and may have accidentally changed the settings. The daughter was assisted in changing the settings and turning off the sensor feature. The insulin pump passed the self test. The blood glucose reading was 416 mg/dl and the customer was treated with manual injection. The daughter was advised to call back if the blood glucose did not go down.